Event description:
The pump was returned for investigation. Investigation revealed intermittently unresponsive buttons with contamination on the button contacts, as well as a dim and discolored display screen and a crack in the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was peeling off at the base starting at the ok button. All of the keypad buttons responded intermittently. Contamination was found underneath all of the button contacts. The display screen was dim and discolored. The battery compartment was cracked below the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).